Event description:
Reporter had meter-to-lab blood glucose test performed, using venous blood draw for both, with results of 150 and 119 mg/dl, respectively. Reporter states observing above meter/venous blood glucose test oversaturated test strip with sample. Reporter was not experiencing any symptoms.